Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR# 9616680-2012-00885.

Event description:
It was reported that; pt had pain since surgery. Pt stated that a revision was performed on (B)(6) 2012 and a non stryker hip was put in place. Pt stated that the stryker hip was "corroded".